Manufacturer narrative:
Additional information: b1- reported as product problem - update to adverse event b2 - update to required intervention to prevent permanent impairment/damage b5 - reported as the reporter indicated that a 12.6mm, vticm5_12.6, -8.50/1.0/003 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Additional information has been requested but none has been forthcoming. - update to the reporter indicated that a 12.6mm, vticm5_12.6, -8.50/1.0/003. (Sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens was explanted on (B)(6) 2023. D6a - update to (B)(6) 2023. D6b - update to (B)(6) 2023. H1 - reported as malfunction - update to serious injury. H6 - reported as 2199 - update to 4627. Claim# (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. D6a - unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.50/1.0/003 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Additional information has been requested but none has been forthcoming.